Manufacturer narrative:
Product event summary: at analysis the stated reason for return was unable to be confirmed. Though it was noted that the battery returned with the device was depleted, the device was noted to be mechanically intact and it passed all incoming functional tests. The battery was replaced and the device passed its functional, electrical and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure there was an issue of "freezing" with the programmer and the analyzer. It was noted that the procedure was able to be finished using a different programmer. The product has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.